Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# l81295, implanted: (B)(6) 2000, product type: catheter.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient began to suffer from painful granulomas resulting from the pain medication from the patient's device leaking. The patient was taken to the hospital. Between 2010 and 2012, the patient was weaned off the medication which leaked from the device and caused the granulomas. In late 2012, the patient stopped using the pump to administer pain medication. The patient's pump was removed in (B)(6) 2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.